Event description:
It was reported that the system 9600+ was taking an excessive amount of time to retrieve stored images and intermittently reported disk failures. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced defective hard disk and sram and reloaded software. The system was tested and found to be working as intended and placed back into service.